Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a misalignment in the touch position. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (se) noted that the v60 ventilator had a misalignment in the touch position. It was reported that a calibration was performed; however, the issue was not resolved. The se replaced the touchscreen to resolve the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H10: the suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) technician was unable to confirm the complaint of 'misalignment in the touch position.' The touchscreen flex circuit successfully passed all resistance tests." H11: d4 - product UDI #.